Event description:
It was reported that an expired product was implanted into patient.

Manufacturer narrative:
Device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned. Complaint history review indicated there have been no other similar complaints for this reported lot. Based on the reported event, the likely root cause of the reported event was determined to be user error. It's likely that the expiration date was not checked before and/or during the procedure that could have led for this product to be used in surgery. The probable root cause is user error.

Event description:
It was reported that an expired product was implanted into patient.